Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Test strips were returned for evaluation. Test strips are expired - unable to test. Root cause: rc-074: manufacturing processing error. Meter was returned for evaluation. Product testing was performed and defect found: dead meter. Root cause: rc-006: bent positive battery terminal due to user mechanical stress. Note: manufacturer contacted customer in several follow-up calls to ensure customer had received the replacement products and that they are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Customer has discontinued product - customer has true result meter and truetest test strips. Customer has two vials of the same lot number of test strips. The test strips are expired - manufacturer's expiration date is 03/31/2018 and test strips are part of recall. The battery had been changed one week prior to call. The customer is using the correct battery in the correct orientation for the meter. During the call the true result meter did not power on using the power button or when a test strip was inserted. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix product line.